Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint cp pump visually inspected. No biomaterial observed. No cannula kink or broken blade found. Impella cp connected to automated impella controller (aic) to to reproduce reported low pump flow issue at it run for more than 10 minutes. Flow was with specified limit at p-9. No low flow can be reproduced and no other issue observed. Data log reviewed: no motor current (mc) spike observed outside of p-level changes. No positioning issue or placement signal trend observed. Suctions occurred on 06-may as reported. Low pump flow: the cause of reported low pump flow issue cannot be determined since low flow cannot be reproduced in investigation lab and no evidence found. Access site bleeding - minor: impella placed with routine fashion and easy way access. Bleeding from site after peel-away sheath removed and repo sheath placed. Manual pressure and femstop placed with good control. The cause of access site bleeding - minor most likely was lack of vessel recoil related.

Event description:
The complainant had placed an impella cp for support of a patient admitted in with gastrointestinal issues and was being worked up for surgery. The impella cp was placed but during the support there was suction treated by pump position assessement and giving blood/volume. The patient had the surgical procedure and the pump was weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Device returned 13-may-2025, and investigation is underway. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28727. H10 narrative erroneously stated the "device was not returned" on the initial manufacturer device report number 1220648-2025-28727.